Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint description states that it had not been possible to fix the glenosphere into the metaglene. As per surgeon the thread was not intact. The device associated to the complaint was returned for analysis. The visual analysis carried out on the returned product watch a deterioration of the thread of the fixing screw of the glenosphere (deterioration indicating an assembly not in the axis). The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. The incident could have occurred during use, from an assembly not in the axis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2020.

Event description:
It had not been possible to fix the glemosphere into the metaglene. As per surgeon the thread was not intact.